Manufacturer narrative:
Replacement fuses were sent to the site for issue resolution. No parts have been returned.

Event description:
A medtronic representative reported that prior to the spine case starting, when booting the system outside the or, the mvs (mobile viewing station) would not boot. He noticed the line power light on the mvs was not lit when plugged into an outlet. The use of the o-arm was discontinued for the case. This was noticed prior to the start of the surgery, no delay or patient impact. Surgery continued using traditional fluoroscopy.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The rep replaced the fuses to resolve the reported issue.